Event description:
This pt had a mr procedure. Operator scanned a male with a pacemaker. Pt had selected "yes" on pt safety screening form for pacemaker. This was not noticed until scout image was completed. Pt was immediately removed from magnet. Pt was not injured.